Manufacturer narrative:
Additional information: g3, h3, h6, h10. Correction: e2, g2. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The reported issue of pcu unexpected shut down could not be confirmed as no product or device logs were returned for investigation.

Event description:
It was reported that when transporting a patient on a ventilator to the ICU, the pcu and 4 modules turned off the ¿screen went black" without any alarms noted. The rn stated: they were not able to ¿restore¿ the infusions and the data was lost. Once in the ICU, the rn immediately plugged in the devices and reprogrammed the unspecified infusions and continue using the same devices as they appear to be working properly. The nurse stated there was no patient harm. Biomed evaluated the devices and observed the pcu device, the battery run time was only @ 1.5hrs. And it had been plugged in some time before biomed was notified of the incident. It was reinforced to the nursing staff the importance of keeping the devices plugged in when in use and while in storage. It was also reported that 2 battery screws missing.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of (B)(6) 2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6), was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that when transporting a patient on a ventilator to the ICU, the pcu and 4 modules turned off the ¿screen went black" without any alarms noted. The rn stated: they were not able to ¿restore¿ the infusions and the data was lost. Once in the ICU, the rn immediately plugged in the devices and reprogrammed the unspecified infusions and continue using the same devices as they appear to be working properly. The nurse stated there was no patient harm. Biomed evaluated the devices and observed the pcu device, the battery run time was only @ 1.5hrs. And it had been plugged in some time before biomed was notified of the incident. It was reinforced to the nursing staff the importance of keeping the devices plugged in when in use and while in storage. It was also reported that 2 battery screws missing.

Manufacturer narrative:
The customer declined to return the device for failure investigation. The root cause of this failure was not identified. No device will be returned per customer.

Event description:
It was reported that when transporting a patient on a ventilator to the ICU, the pcu and 4 modules turned off the screen went black" without any alarms noted. The rn stated: they were not able to restore the infusions and the data was lost. Once in the ICU, the rn immediately plugged in the devices and reprogrammed the unspecified infusions and continue using the same devices as they appear to be working properly. The nurse stated there was no patient harm. Biomed evaluated the devices and observed the pcu device, the battery run time was only @ 1.5hrs. And it had been plugged in some time before biomed was notified of the incident. It was reinforced to the nursing staff the importance of keeping the devices plugged in when in use and while in storage. It was also reported that 2 battery screws missing.